Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.00/4.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. Refractive surprise was observed and the lens remains implanted. Reportedly "patient is fine and waiting for exchange." Cause of the event is reported as unknown.

Manufacturer narrative:
Adverse event: product problem in original MDR is not applicable. (B)(4).

Manufacturer narrative:
The lens was repositioned on (B)(6) 2019, patient stable after repositioing. Per reporter on (B)(6) 2019, "patient is happy after repositioning". Patient code: 3191 - secondary surgical intervention, lens repositioning. Claim#: (B)(4).